Event description:
Upon further review, this record has been determined to be a duplicate of record cn-069799. As such, all relevant information from this record will be transferred to the operating record and this record will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Manufacturer narrative:
Continued: e.1. State: on zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d4, d6a, d6b, h4, h6

Event description:
Healthcare professional, later reported, capsular contracture, "grade iii". For the right side. The device was explanted and replaced.